Manufacturer narrative:
Complaint conclusion: as reported, the filter of a 55cm optease retrievable vena cava filter became stuck in the delivery sheath and could not be deployed normally. The obstruction was observed in the patient, and the procedure was completed by withdrawing the sheath and filter together, replacing the filter, and restarting the procedure. There was no reported patient injury. No damage was observed on the device or its packaging prior to opening. The device was stored and prepared according to the instructions for use (IFU). The indication for filter insertion was deep vein thrombosis. There were no contraindications to anticoagulation, no recurrent pulmonary embolism during anticoagulation, and the patient received anticoagulation therapy post implant. Pre- and post-imaging was completed. No peri- or post-procedural complications occurred. The sheath provided with the filter was used for access, and the filter was not in an acute or sharp bend during delivery. Resistance was encountered while delivering the filter through the sheath, but the vessel dilator was able to connect to the sheath successfully. The catheter sheath introducer (csi) was not in an acute bend, and no difficulty was reported in tracking the csi to the inferior vena cava. The target inferior vena cava vessel showed no calcification and no tortuosity. The preparation of the csi proceeded smoothly without any issues. A non-sterile optease vc filter ous, 55cm femoral only catheter was received coiled in a clear plastic bag and unpacked for evaluation. The sheath, obturator, and filter introducer were returned. Visual inspection showed the sheath clogged with blood residues and perforated approximately 18 cm from the distal tip, with the extension tubing compressed near the hub. No other visible anomalies were noted. A flushing test could not be performed due to blood residues and tubing damage. An attempt to advance the filter through the sheath using a lab obturator sample was unsuccessful because the sheath was perforated. The sheath was cut to remove the filter, which was covered in blood residues. Microscopic analysis showed that one of the filter struts had perforated the sheath from the inside, with internal scratches and discoloration along the sheath suggesting mechanical interaction or stress before deployment. The filter was cleaned in an ultrasonic bath for three 10-minute cycles and released successfully during functional testing, showing no structural anomalies. No evidence of manufacturing or assembly defects was identified, and the analysis does not indicate that the reported failure was related to the manufacturing process. The reported ¿filter - impeded-perforated sheath¿ was observed during the product evaluation, but the exact cause of the event cannot be determined. The information provided suggests the instructions were followed; however, with signs of mechanical interaction or stress noted during the product evaluation, procedural factors cannot be ruled out as a potential contributor. Continued advancement of the filter through the sheath despite resistance is a possible cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the filter of a 55cm optease retrievable vena cava filter became stuck in the delivery sheath and could not be deployed normally. The obstruction was observed in the patient, and the procedure was completed by withdrawing the sheath and filter together, replacing the filter, and restarting the procedure. There was no reported patient injury. No damage was observed on the device or its packaging prior to opening. The device was stored and prepared according to the instructions for use (IFU). The indication for filter insertion was deep vein thrombosis. There were no contraindications to anticoagulation, no recurrent pulmonary embolism during anticoagulation, and the patient received anticoagulation therapy post implant. Pre- and post-imaging was completed. No peri- or post-procedural complications occurred. The sheath provided with the filter was used for access, and the filter was not in an acute or sharp bend during delivery. Resistance was encountered while delivering the filter through the sheath, but the vessel dilator was able to connect to the sheath successfully. The catheter sheath introducer (csi) was not in an acute bend, and no difficulty was reported in tracking the csi to the inferior vena cava. The target inferior vena cava vessel showed no calcification and no tortuosity. No difficulty was encountered in preparing the csi. The device will be returned for evaluation. Addendum: per pe findings, a perforated sheath was also noted approximately at 18 cm from the distal tip.